Event description:
Event summary: it was reported that the patient present to the clinic with a lactate dehydrogenase (ldh) level 10 times the patient's upper normal limit. They had hematuria, and flank pain. They had no ventricular assist device (vad) alarms or other physiological symptoms will in the clinic. A review of the log files revealed only routine events. Additional information revealed that the patient had a pump exchange from heartmate ii to heartmate 3 pump exchange on 26may2022. They were found to have a kink in their outflow graft as seen on cardiac computed tomography angiography (ccta).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported outflow graft kink, suspected thrombus, elevated lactate dehydrogenase (ldh), and hematuria could not conclusively be determined through this investigation as no images were submitted and the device was not returned for evaluation. The submitted log file captured no atypical events. Transient pulsatility index events were captured, resulting in momentary decreases in speed per design. The pump appeared to function as intended and no other unusual alarms or events were captured. The account reported that the patient presented with a lactate dehydrogenase (ldh) 10 times the upper normal limit, hematuria, and flank pain. The patient was then transferred to (B)(6) for consideration of surgical intervention. The patient had low flow alarms and respiratory distress this morning and was intubated. The patient was taken to the operating room and had an hm2 to hm3 pump exchange. The pump will not be sent back for evaluation per the surgeon. There was signs and symptoms of clot per the team and the exchange was successful. It was also communicated that he was found to have a kink in his outflow graft per cardiac computed tomography angiography (cta). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. C, bleeding and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Heartmate ii lvas IFU, rev. C, section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 10oct2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had low flow alarms and respiratory distress the morning on (B)(6) 2022.